Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The communication error occurred and the endoscopic image disappeared because the video communication could not be transmitted to the processor due to cable damage. The cable breakage might be due to the user's handling.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the user noticed the endoscopic image disappeared. The start of the procedure was delayed for 40 minutes as the customer had to replace the device to a different one. The intended procedure was completed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.